Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to femoral periprosthetic fracture. An accolade ii stem and femoral head were revised to a restoration ps long stem with a biolox head and adapter sleeve. Rep confirmed there were no allegations against the revised femoral head, provided the revision usage sheet, and reported that no further information will be available.